Event description:
Craniotomy pack opened for a case in or 1. Upon doing the initial counts, the surgical tech and circulating nurse in the room observed that the 0.5in x 3in patties made up an incomplete set. Instead of having 10 patties, only 6 were in the pack.